Event description:
A pt with an enlarged prostate, based upon digital rectal examination, had a psa test performed. The result was 65 ng/ml. A biopsy was performed based on this result. Pathology of the biopsy determined that the pt had benign prostatic hypertrophy. Subsequent psa test results were 65 ng/ml and 120 ng/ml. The physician questioned the elevated result and stated that he would not have performed the biopsy without the elevated result. Analysis of the pt's specimen determined the presence of human anti-mouse antibody. The product labeling states in the limitations sections that "it is well known that heterophilic antibodies in human serum can react with immunoglobulins, interfering with in vitro immunoassays."